Event description:
It was reported that during implant attempt, there was high impedance from 2400 to 2800 ohms. The patient's status was reported as "ok". The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.